Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit top display was behaving erratically and flickering and wire is loose. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings,component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and was unable to duplicate the issue. The fse replaced top display (0160-00-0127) as a precautionary measure. The fse ran and passed all performance and function tests.

Event description:
N/a.